Event description:
Device 1 of 4. Reference MFR reports: 1627487-2012-02382, 1627487-2012-02383, 1627487-2012-02384. The patient received four extensions (from three separate lots) as part of her scs system. It was reported the patient's extensions had detached from the ipg header resulting in a loss of stimulation. It was reported the patient was scheduled for surgical intervention. According to the manufacturer's device registration system, the patient's ipg and extensions were explanted and replaced on (B)(6) 2012. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.